Manufacturer narrative:
The investigation determined that lower than expected vitros digoxin (dgxn) results were obtained from non-vitros biorad lot 92900 controls and vitros therapeutic drug monitoring performance verifier (tdm pv) fluids tested on a vitros 5600 integrated system. The most likely assignable cause for the event is an issue with the dgxn lot 1924-0261-3568 slides in use at the site. The results obtained from a vitros dgxn within-run precision test were outside of acceptable guidelines. The customer indicated that moving to an alternative dgxn slide lot is expected to resolve the issue. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros dgxn lot 1924-0261-3568. An instrument related issue did not likely contribute to the event as a vitros phyt within-run precision test was within acceptable guidelines. If an instrument related issue were the cause of the event, the vitros phyt precision test results would likely be outside the precision guidelines. Email address for contact office above is (B)(6).

Event description:
The investigation determined that lower than expected vitros digoxin (dgxn) results were obtained from non-vitros biorad lot 92900 controls and vitros therapeutic drug monitoring performance verifier (tdm pv) fluids tested on a vitros 5600 integrated system. Biorad l2 results of 2.06 and 1.03 umol/l vs. The baseline mean value of 4.15 nmol/l. Vitros tdm pv iii lot d8377 result of <0.51 nmol/l vs. The range of means midpoint value of 3.21 nmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer made no allegation that patient sample results were affected. There were no reported allegations of patient harm as a result of this event. This report is number three of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).